Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during implant attempt, the doctor could not place the lead due to patient anatomy. The lead was not used and was replaced. No patient complications have been reported as a result of this event.